Event description:
It was reported that prior to a robotic laparoscopic right nephrectomy procedure, the surgeon console displayed a communication discardable error. The surgeon console was rebooted and then functioned properly. There was no patient involvement.

Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes for the surgeon console indicated that the logs were analyzed. An error code for 'linked to surgeon console master controller communication fail' was observed. The tower was booted up first and then the surgeon console. This is a known issue, that when booting up the system there may be an intermittent communication error because the tower is too busy booting things up. However, the error can be dismissed and start up can continue. The logs showed that the error recovered after one second, however, restarting the surgeon console did resolve the issue. Further evaluation of the logs indicated that an error code was triggered because the surgeon console became operable before the tower and checked for some communications which were still starting up on the tower end. The observed error code in the serviced notes that was triggered gives a system recoverable inoperable error and a subsystem recoverable inoperable error. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to system not being used as intended. Replication of the issue can occur if the surgeon console is started before the tower is booted up. The instructions for use provided steps on setting up the surgeon console and system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic right nephrectomy procedure, the surgeon console (sc) displayed a communication discardable error. The sc was rebooted and then functioned properly. There was no patient involvement.